Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the rear therapy electrodes of the lifevest. It was reported that the rash was unrelated to the lifevest. It is unknown whether the lifevest contributed to the rash. The patient removed the lifevest to allow the rash to heal. The patient was also given a prescription from his physician. Follow-up indicated that the irritation was healing.